Event description:
It was reported that telemetry from the device shows no markers and that there is pacing on the t-wave. It appears to be undersensing ectopy of pvc (premature ventricular contraction). It was recommended to decrease sensitivity number for the right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead - implanted: 2011 (B)(6). (B)(4).